Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that log files were submitted due to power elevations. The manufacturer's technical services representative reviewed the submitted log files and observed pump stops and speed drops below the low speed limit when connected to the power module. A percutaneous lead evaluation was scheduled, but the next day was cancelled. It was reported that the patient had an outflow obstruction/thrombus which was the cause of the pump stops. The patient was removed from pump support and reportedly was functioning well with their native heart. The patient remained hospitalized for monitoring. No additional information was provided.

Manufacturer narrative:
The disposition of the device was not provided. Information regarding whether or not the pump is available for evaluation has been requested, but not provided.

Event description:
Additional information: the patient was elevated to status 1a for heart transplant. It was reported that approximately 2 weeks after the patient was removed from pump support, the patient began to decompensate and the decision was made to replace the pump. The patient underwent a pump exchange on (B)(6) 2016. It was reported that the patient tolerated the exchange well.

Manufacturer narrative:
No equipment was returned for evaluation. The report of elevated pump power values, reduction in pump speed below the low speed limit, and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be determined through this evaluation. Furthermore, the report of an outflow thrombus could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the elevated pump power and estimated pump flow values, low average pulsatility index, low speed hazard alarms, and pump stoppage events are potential indicators of pump thrombosis; however, a direct correlation could not be determined without a full evaluation of the device. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.